Event description:
It was reported that the water temperature did not decrease in chiller tank (t4) in an arctic sun device. Per review of wo on 16dec2024, device was used on patient. The patient was fine after receiving therapy from another arctic sun device. Per investigation findings received via task on 19mar2025, it was reported that the chiller assembly was failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller assembly. Customer found out chiller assembly broken. Replacement part/price provided for chiller pump and assembly. It was reported that the water temperature did not decrease in chiller tank (t4) in an arctic sun device. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: e,f,h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease in chiller tank (t4) in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient. The patient was fine after receiving therapy from another arctic sun device. Per investigation findings received via task on 19mar2025, it was reported that the chiller assembly was failure.